Event description:
It was reported when using the pyxis medstation es system that it had a communication issue, order were not crossed on ER station. The customer reported an issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by system performance. The technical service engineer user tried to log in, and the issue got resolved. The system functioned as intended after the technical service engineer troubleshooted the device.